Event description:
As reported, approximately 5 months post of the initial tsa, this (B)(6) male patient has an acromial fracture (type 1). He lifted a heavy suitcase away from his body and felt pain, no revision has occurred. The case report form indicates this event is definitely related to device and unlikely related to procedure. This event report was received through clinical data collection activities. Outcome is continuing, no action taken at this time.

Manufacturer narrative:
Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event was a malunion of a fracture which was likely caused by over-reaming during implantation. Concomitant device(s): 300-30-12 - equinoxe preserve stem 12mm, 320-38-03 - equinoxe reverse 38mm humeral liner +2.5, 320-10-00 - equinoxe reverse tray adapter plate tray +0, and 320-15-01 - eq rev glenoid plate.